Manufacturer narrative:
The insulin pump had displacement, active current measurement, and self tests and it failed sleep current measurement test. This is due to some problem with the electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the batteries was lasting only few days before the insulin pump asks for a replacement. The customer blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.